Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips by customer; ECG cable will not pick up. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
Philips will not consider this as a malfunction of the philips device as all available information from philips fse is fully consistent with not an mrx device failure. The users could not verify which device had the reported problem. There is no indication of any systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that software issue needs license message was in use. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.